Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that for the past 3 weeks, a 16-year-old female patient faced occlusions in her infusion set which led to experienced high blood glucose level. The patient has had diabetes since (B)(6) 2017, and on saturday, she changed her infusion set multiple times and again on sunday. Therefore, they tried to treat it with multiple daily injection and used a manual glucose meter to assess her blood glucose level, but on (B)(6) 2023, the patient first went to the emergency room and was subsequent hospitalized due to high blood glucose level. Her highest blood glucose level was over 600 mg/dl at the time of the event. Moreover, the infusion had been used for less than 8 hours each and the site location was patient's abdomen, arms, thighs, upper buttocks. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication drip (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.